Event description:
Richard wolf medical instruments (B)(4) was notified by richard wolf medical instruments corp. (B)(4) our distributor, of the following incident: during a laparoscopic robotic-assisted partial neprectomy procedure, the hinge of the device came apart and one side of the jaw fell inside of patient. Foreign object was out of the field of view of the surgeon and after 20 minutes of exploration, with fluoroscopy and x-ray, foreign object was not found. Surgeon made the decision to leave the foreign object in the place rather than risk a continued search and possible bowel injury.

Manufacturer narrative:
No investigation on the actual device was completed as it was not returned. However, photos of the device were received on 11/21/2014. After follow-up with facility actual device is being sent in for investigation. Device currently in transit to (B)(4) for investigation. (B)(4) considers this matter opened. After investigation is completed, we will provide FDA with following-up information.